Event description:
It was reported, that prior to the start of a da vinci-assisted surgical procedure. That the large clip applier instrument tip was broken. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint. And completed the device evaluation. Failure analysis investigations did not replicate nor confirm, the customer reported complaint of "tip is broken". Failure analysis conducted visual inspection, and no broken distal tip was observed. No broken or missing piece was observed. The large clip applier instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip-clip test was performed and failed multiple times. The clip was unable to clip onto the tubing after multiple attempts. The housing was removed, and the instrument was found to have an input disk cracked. Hairline cracks were found on grip input disk. This failure likely, caused the failed clip test observed during in-house testing.